Event description:
It was reported by the user facility that they had an alleged incident while their cot was being used to remove a patient from the ambulance. It was reported that the head end of the cot allegedly did not lock, and the cot hit the ambulance step, then proceeded to collapse to the floor with the patient on the cot. It was identified that the patient was a hospice patient and reportedly passed away a few days later. It was not alleged that the incident caused or contributed to the patients death. It was reported that the cot was examined by the user facilities mechanic, who found no problem with the cot.

Event description:
It was reported by the user facility that they had an alleged incident while their cot was being used to remove a patient from the ambulance. It was reported that the head end of the cot allegedly did not lock, and the cot hit the ambulance step, then proceeded to collapse to the floor with the patient on the cot. It was identified that the patient was a hospice patient and reportedly passed away a few days later. It was not alleged that the incident caused or contributed to the patients death. It was reported that the cot was examined by the user facilities mechanic, who found no problem with the cot.

Manufacturer narrative:
It was reported that the cot was examined by the user facilities mechanic, who found no problem with the cot. It was reported by the user facility that it was possible that user error at the head of the cot may have caused the drop event. It was reported by the user facility that the cot was not taken out of service after the alleged event as the user facility determined that the cot was still in proper working condition. User facility evaluated.